Manufacturer narrative:
Patient age not available from the site. Patient weight not available from the site. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Event description:
A site representative reported that, while in a spinal fusion, an imprecision of a few millimeters was observed. The reported issue occurred following an image acquisition. The site accounted for the imprecision and continued with the procedure. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.